Event description:
During preventative maintenance of the heart lung system, the heart lung console tubing clamp assembly would not release when latched open. The tube clamp assembly was replaced. There were no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.